Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The customer declined to have the device repaired. Stryker returned the device to the customer without performing any repairs. The root cause was unable to be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.